Manufacturer narrative:
Philips service replaced the mains interface unit (miu) certeray, power inverter (point) certeray, ad7(nt) heigth potmeter assy, pdu dual switch module, and pdu mains interface module, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that brake malfunction and generator errors caused system downtime on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.